Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the video cable section was broken, and the light transmission was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the light transmission is lost due to the broken light guide bundle of the video cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the a break in light guide bundle of the video cable section and light transmission was lost. There was no patient involvement.